Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This device is reported to not be available for analysis and no device has been received at the time of this report.

Event description:
As reported, two 5f mynxgrip vascular closure devices (vcds) failed due to balloon rupture. The procedure was completed with manual compression. There was no reported patient injury. The user is mynx trained. The procedure was a diagnostic procedure. There was some calcium at the arteriotomy sites. The buddy wire technique was used to maintain access if lost during balloon rupture. The devices were properly stored and opened in sterile field. The devices will not be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h11. Complaint conclusion: as reported, two 5f mynxgrip vascular closure devices (vcds) failed due to balloon rupture. The procedure was completed with manual compression. There was no reported patient injury. The user is mynx trained. The procedure was a diagnostic procedure. There was some calcium at the arteriotomy sites. The buddy wire technique was used to maintain access if lost during balloon rupture. The devices were properly stored and opened in sterile field. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the devices for analysis, the reported customer complaint " balloon balloon loss of pressure" could not be confirmed. The exact cause of the issue experienced could not be determined. Procedural factors and vessel characteristics, such as calcification, could have been contributing factors. Based on the limited event information available for review, it is difficult to determine what factors may have contributed to the burst experienced by the customer. According to the instructions for use (IFU) during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.